Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a notifier alert for non-sustained lead noise. Patient was having muscle stimulation, but it was not known what was being stimulated. The stimulation could be felt when placing a hand on the patients chest. Intermittent oversensing of noise, high capture thresholds, and no capture were observed. Perforation was suspected. One month later, during the lead revision procedure, the helix mechanism of the lead was no longer attached to the lead body. The lead tip could not be located in the patients body using fluoro. Fluoro images from the initial implant appeared to show the lead intact. The patient condition was fine after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 51.2 cm was returned for analysis. A fracture of the inner coil was noted at 51.2cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of noise, oversensing, and unacceptable threshold.